Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 50mg/dl. Customer treated with food. Customer declined low blood glucose troubleshooting because customer knew that the low was due to sleeping late and missing breakfast. No further details given.